Event description:
It was reported that the patient presented in clinic. Upon interrogation, the implantable cardiac monitor exhibited undersensing. No intervention was performed. The patient was stable throughout.